Manufacturer narrative:
This malfunction was also sent to FDA via medwatch report number (B)(4). The investigation of this complaint could not be conducted in a timely fashion.because additional time was required to perform further analysis of the issue.

Event description:
IV pump being "high pressure". Unable to obtain a blood return from PICC (peripherally inserted central catheter). Doctor notified. PICC pulled back 1 cm per doctor. Still unable to obtain a blood return. Doctor notified. PICC was discontinued.

Manufacturer narrative:
This malfunction was also sent to FDA via medwatch report number (B)(4). The complaint was forwarded to our parent company in germany for their evaluation. The investigation summary is as follows: we received one used catheter as a sample. We received a 20 cm catheter, shortened approximately at the 2 cm marking. A needle-free connection was connected to the ll-hub and a 12 ml syringe with heparin was connected to the needle-free connection system. The catheter showed several occlusions and was not flushable. Regarding blood aspiration, there is a statement in the product IFU: "this catheter is not suitable for blood aspiration." Ignoring this warning may result in a clogged catheter. A review of the batch history records for 8156339 was performed, and no deviations were found. The batches complied with its specifications and were released. Each catheter is flow and leak-tested during production. The tensile force and dimensions of catheter components are randomly checked. Incoming goods inspections and visual tests after packaging are conducted with no exceptions found. There are three further complaints for batch 8156339 and one further complaint regarding problems with blood reflux on code 4g07126103 within the last three years. This query relates to all complaints that have come to our attention worldwide. Corrective action: as the catheter worked well for 3 days before the issue occurred, we do not believe this defect is manufacturing-related. Any manufacturing problems regarding an occlusion will be detected by the user when initially flushing the catheter. Therefore, no further corrective action initiated by quality management at this time.

Event description:
IV pump being "high pressure". Unable to obtain a blood return from PICC (peripherally inserted central catheter). Doctor notified. PICC pulled back 1 cm per doctor. Still unable to obtain a blood return. Doctor notified. PICC was discontinued.

Event description:
IV pump being "high pressure". Unable to obtain a blood return from PICC (peripherally inserted central catheter). Doctor notified. PICC pulled back 1 cm per doctor. Still unable to obtain a blood return. Doctor notified. PICC was discontinued.

Manufacturer narrative:
This malfunction was also sent to FDA via medwatch report number (B)(4). Although no device was returned for evaluation, the details of the malfunction will be evaluated as part of the complaint investigation. The results of the investigation are still pending and will be communicated to FDA within thirty days of its conclusion via follow-up MDR.